Event description:
The customer reported that the system left monitor was blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera and fuse were replaced during the service call. The system was tested and found to be working as intended and put back into service.